Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified proper operation with a mini sim and cardiosave trainer. The stm verified the ECG gain check per the service manual and noted that during testing, no issues were observed with the ECG waveform. Subsequently, the stm performed a complete preventative maintenance (pm) service and all tests and calibrations, and the reported issue was not able to be duplicated. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an ECG reading issue. It was later clarified that the iabp unit wasn't triggering correctly and the ECG signal was missing. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced an ECG reading issue. It was later clarified that the iabp unit wasn't triggering correctly and the ECG signal was missing. No patient harm, serious injury or adverse event was reported.